Event description:
A customer reported a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level. The customer initially attempted to load a new cartridge but faced issues even after cleaning the pump's pneumatic tap area and reloading the same cartridge. Technical support instructed the customer on using a new cartridge following proper loading techniques, which resolved the issue, and the pump was successfully reloaded, allowing the customer to resume insulin delivery.